Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms were received. Blood glucose (bg) was 500-600 mg/dl. The customer changed the pump supplies and resumed insulin delivery.